Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement at a normal follow up. The clinician reported noise was not reproduced with isometrics and pocket manipulation. They will continue to monitor the lead for now. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.